Event description:
It was reported by the pt that viceryl suture was used in 1998 bilateral breast reduction procedure. The pt experienced complications with the incision, including separation of the skin edges, infection and necrosis. Pt had open wounds for six months and will be having further reconstructive surgeries.